Manufacturer narrative:
(B)(4). D10: cat# 139256, lot# 230270 m2a-magnum 42-50 tpr insrt std cat# 11-104209, lot# 084970 mlry-hd lat por fmrl 9x150mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was explanted and the patient underwent a revision approximately 4 years and 9 months post-implantation due to pain. During the revision, the surgeon debrided a metallosis pseudotumor from the joint. Allograft was impacted into the acetabular defects due to pseudocyst bone loss. The initial stem was retained. All other components were revised without complications. Attempts have been made and no further information has been provided.